Event description:
It was reported "a cvicu [cardiovascular intensive care unit] patient had multiple ng [nasogastric] salem sump tube attempts by nursing and tee [transesophageal echocardiogram] performed. After unsuccessful ng tube attempts, rd's [registered dietician's] notified to place cortrak tube. Rd reported cortrak tube smoothly placed and kub [kidney, ureter, and bladder] stated cortrak was placed in stomach. Patient was fed through cortrak tube. It was later discovered that the cortrak tube had been placed through an esophageal perforation; clinicians unsure whether cortrak tube or ngt [nasogastric tube] caused perforation."

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 06-feb-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information: b5. All information reasonably known as of 26-mar-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information received 26-feb-2025 stating, "after speaking with clinicians- (rn educator, and cortrak team at facility) they came to the conclusion that cortrak was not the cause of the esophageal perforation."